Event description:
No info was provided with this complaint about what the difficultu was. Problem was noticed during unpacking or introduction. However, the returned product analysis found the stent to be damaged. No pt complications were reported. Multiple attempts to obtain additional info have been unsuccessful.